Manufacturer narrative:
Pump passed the self test and displacement test.hardware low level failure alarm, variable 3, was confirmed in the formatted history file due to a cracked solder joint found on the pin 4 and 5 of the ambient light sensor(u1). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failures during self test. The customer's blood glucose value was unknown. The insulin pump passed selftest. The insulin pump will be returned for analysis.